Manufacturer narrative:
(B)(4). No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s complaint of leakage was confirmed. The customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with leakage identified at the connection between the female luer of the maxzero component and the male luer of the fresenius connecting product. The root cause of the customer¿s experience could not be determined.